Event description:
Patient developed infection at pocket site. Incision and drainage of the pocket was performed, with the subsequent placement of antibiotic beads in the pocket. The patient was hospitalized for 18 days, the beads were removed, and the patient was discharged. No culture information about the infection was available.